Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was approximately 300 mg/dl. A system check was performed with tandem technical support and the occlusion was found to be within the cartridge. Reportedly, the pump supplies were changed to address the issue. Additionally, the pump supplies were in use for 7 days with humalog insulin. Tandem technical support educated customer regarding cartridge/insulin labeling.